Event description:
The customer contacted philips healthcare to report that they disagreed with the 12-lead ECG interpretation generated by the device. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.